Manufacturer narrative:
Device evaluated by manufacturer: a promus premier ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of proximal and distal stent damage with struts lifted. The undamaged crimped stent od (outer diameter) was measured within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2020. It was reported that the stent could not cross the lesion. The target lesion located in the right coronary artery was moderately tortuous and moderately calcified. The lesion was 36mm long with a vessel diameter. The 38x3.50mm promus premier stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another device of the same model. No patient complications were reported. However, device analysis revealed stent damage.